Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received multiple button alarm 22. The customers blood glucose (bg) level was impacted (500 mg/dl) the customer took a manual injection to stabilize bg level. Reportedly, the customer had the pump in a belt and could have possibly been pressing on the button to trigger the button alarms 22. However, it was not confirmed. The customer was educated to keep things from pressing on the button. The customer was able to resume insulin delivery.